Event description:
During the placement of a peripheral coil, the coil prematurely detached. The md was able to snare the coil and remove the coil with no harm to the patient. Manufacturer response for peripheral coil, ruby pod 6mm x 8mm coil (per site reporter) per report, manufacturer notified.